Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: (B)(4).

Event description:
The mentor analysis lab became aware of a returning 275cc mentor memorygel breast implant on march 22, 2022. The return of a device in this manner is characteristic of a removal and replacement surgery, which is being reported conservatively. Implantation information was not provided and is unavailable. The patient underwent removal on (B)(6) 2023. No patient contact information was provided, therefore no follow up can be completed and there is no additional information available at this time. Furthermore, the device could not be associated with any existing complaints within mentor at this time. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 10, 2023, mentor completed a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the anterior view. In addition, a tear was noted within the shell abrasion measuring approximately 12.3 cm manufacturer¿s reference number: (B)(4).